Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The facility reporter described the patient as not obese. Failure to follow steps/instruction. It should be noted that the instructions for use (IFU), states to not use the perclose proglide smc system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information available and the inspection criteria there does not appear to be any indications of a product quality deficiency. However, deviating from the IFU may have been a contributing factor. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician achieved arteriotomy closure of a left common femoral artery (lcfa) after a left heart catheterization procedure. Reportedly, after uneventful completion of vessel closure the patient was complaining of some groin pain. It was believed that the groin was sore and the patient was discharged home with no medications prescribed and no intervention performed. Reportedly, the patient complained of increasing pain and on (B)(6) 2011, the patient returned to the facility. An ultrasound revealed no leg pulse and the sutures had captured the arterial back wall stitching the vessel together. The artery was ballooned to restore blood flow. The patient did not experience any adverse sequela. A femoral angiogram was performed prior to the index procedure. A 6fr. Sheath was used during the closure procedure. Though requested, no additional information was provided.

Event description:
Subsequent to the previously filed medwatch, it was noted that the physician is trained in the use of the proglide device.